Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 29-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 732.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that today they were doing a dye study as a result of getting back more drug than expected at refills. Per the reporter, she was barely able to aspirate a drop from the cap (catheter access port) and was wondering if she should prime after. It was reviewed that it would not be advised as there was likely still drug in the catheter if she got less than a drop. It was also reviewed that there was likely a catheter issue based on the volume discrepancies as well as them being unable to aspirate freely.